Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 698 mg/dl. Customer had ketones. Customer stated that she had a bad site; she inserted infusion set into scar tissue. The current blood glucose reading is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.